Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported via nbir, "capsular contracture baker grade ll, deflation." This record is for left side. The device was explanted and replaced.